Event description:
As reported: "the patient came to dr's office complaining of worsening hip pain. An MRI revealed a pseudo tumor and there were elevated chromium levels. During surgery it was noted there was some blackening of the trunnion with little wear. A competitor stem was used as the replacement stem after explanting the well fixed accolade." A stem, head, and liner were revised. Rep confirmed there are no allegations against the revised liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "the patient came to dr's office complaining of worsening hip pain. An MRI revealed a pseudo tumor and there were elevated chromium levels. During surgery it was noted there was some blackening of the trunion with little wear. A competitor stem was used as the replacement stem after explanting the well fixed accolade." A stem, head, and liner were revised. Rep confirmed there are no allegations against the revised liner.

Manufacturer narrative:
Reported event: an event regarding altr/abnormal ion level and corrosion involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that the device is recently explanted. Blood and tissue are visible on the device. There appears to be dark material on the trunnion of the stem, but it is not possible to identify the material from the photo. Trunnion wear cannot be confirmed from the photo. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to worsening pain, pseudotumor and elevated chromium levels. Intraoperatively, blackening of the trunnion was observed. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that the device is recently explanted. Blood and tissue are visible on the device. There appears to be dark material on the trunnion of the stem, but it is not possible to identify the material from the photo. Trunnion wear cannot be confirmed from the photo. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.